Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the alarm sound is abnormal. There was no reported patient incident injury.